Event description:
Per the audiologist, the pt reported increased tinnitus and the return of migraine headaches "as soon as" the cochlear implant was implanted. The audiologist also commented that the pt "was very nervous to begin with". The pt had a shunt placed due to hydrocephalus "many yrs" before the cochlear implant surgery. The pt reported that the implant was "too much to handle" shortly after initial activation and asked that the implant be explanted. The pt's device was explanted in 2008. No reimplant is planned.

Manufacturer narrative:
This is a final report.